Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during right internal carotid artery (ica) and posterior communicating artery (pcoma) aneurysm stent assisted coil embolization procedure, the operator placed the long sheath and the middle catheter to the location and then used the subject guidewire to bring the microcatheter to pass the parent vessel. The vessel was quite tortuous and the operator felt big resistance during the delivery. After the stent was placed to the location, the operator withdrew the subject guidewire and found that the subject guidewire fractured and stretched in the microcatheter. During the withdrawal, the subject guidewire completely fractured and the tip was left in m1 segment. The operator tried to use the snare to take it out but could not. Then the operator used another guidewire to bring the microcatheter to m1 segment and used a stent to pull the fractured subject guidewire back into the middle catheter and took it out successfully. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was returned broken/fractured in 2 segments (188.9cm from the proximal end and 11.1cm from the distal end). The proximal and distal fragments were inspected, and the nitinol tubing was broken/fractured with the core wire exposed. The platinum wire was noted to be stretched but not broken. Dried crystalline saline was present. The guidewire distal tip was noted to be kinked at approximately 185.4cm from the proximal end. The core wire was observed through the distal tip dome. The hydrophilic coating was hydrated and no anomalies were noted. The distal tip was soaked in water and no anomalies were noted. Functional inspection to test the reported defect ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal tip stretched¿ was not performed as it was confirmed during visual inspection. ¿guidewire friction¿ functional inspection was not required due to damage to the returned guidewire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was shaped to 45 degrees, continuous flush was set up and maintained throughout the clinical procedure. Some force was used for pushing the guidewire. The patient¿s anatomy was severely tortuous. Other devices used in the procedure in conjunction with the subject device was the microcatheter. There was no harm noted to the patient due to the reported issue. An assignable cause of procedural factors will be assigned to the as reported event of ¿guidewire distal tip broken/fractured during use¿, ¿guidewire friction¿ and ¿guidewire distal tip stretched¿ and as analyzed events of 'guidewire distal tip broken/fractured during use', ¿guidewire distal end/tip kinked/bent¿ and 'guidewire distal tip stretched' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during right internal carotid artery (ica) and posterior communicating artery (pcoma) aneurysm stent assisted coil embolization procedure, the operator placed the long sheath and the middle catheter to the location and then used the subject guidewire to bring the microcatheter to pass the parent vessel. The vessel was quite tortuous and the operator felt big resistance during the delivery. After the stent was placed to the location, the operator withdrew the subject guidewire and found that the subject guidewire fractured and stretched in the microcatheter. During the withdrawal, the subject guidewire completely fractured and the tip was left in m1 segment. The operator tried to use the snare to take it out but could not. Then the operator used another guidewire to bring the microcatheter to m1 segment and used a stent to pull the fractured subject guidewire back into the middle catheter and took it out successfully. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.